Manufacturer narrative:
This follow-up report is being filed to relay the correct notification date.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels, swelling, inflammation, damage to surrounding bone and tissue, metallosis, metal poisoning, and lack of mobility. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels, swelling, inflammation, damage to surrounding bone and tissue, metallosis, metal poisoning, and lack of mobility. Additional information received in patient's medical records indicates that revision procedure on (B)(6) 2012 was due to pain, brown fluid, pseudotumor, and inflamed brown soft tissue. The acetabular cup, taper adapter, and head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-01993 / 01995).